Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6), 2021, while drilling one of the holes in the plate, the drill bit is split, remaining inside the patient's phalanx, and which due to its location is difficult to extract. The surgeon continued the procedure by changing the drill bit. This report is for one (1) drill bit ø1 l46/34 2flute. This is report 1 of 1 for complaint (B)(4).